Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. The concerned device was explanted and re-implanted on the contra-lateral site. This is a final report.

Event description:
During the initial fitting session a month after the implantation on (B)(6) 2022, it was noted that the user didn't have clear reactions to the stimulation. On (B)(6) 2023, the clinic removed the implant from the right ear, and due to possible ossification the user was not be re-implanted. However, the explanted device was implanted in the (left) contra-lateral ear.

Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. A revision surgery was performed, however re-insertion was not possible due to ossification. In addition during device investigation damage to the active electrode caused by excessive mechanical stress was found. Other mechanical damages are related to the explantation surgery. This is a final report.

Event description:
During the initial fitting session it was noted that the user didn't have clear reactions to the stimulation. There were no reports of any accidents or trauma from the parents. On 28-aug-2023, the clinic tried to re-insert the electrode array, however, due to possible ossification electrode insertion was unsuccessful. The user was implanted with a new device on the contralateral side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the initial fitting session a month after the implantation on (B)(6) 2022, it was noted that the user didn't have clear reactions to the stimulation. Imaging showed the active electrode array partially extracochlear. Reimplantation is considered.